Event description:
It was reported that during a procedure for prolapse and hemorrhoids, the device fired malformed staples and an incomplete staple line. Stay sutures were used to achieve hemostasis. The procedure was completed with traditional technique of hemorroidectomy-miliggan morgan. The pt was kept a couple more days for observation. The pt was released with no adverse consequence.